Event description:
It was reported that the patient is experiencing lower back pain while wearing the spak device. The patient went on to state that the first was ok and after that she had pain in her lower back. The pain is about a level 6 or 7 out of ten. The patient did not increase her daily activities. The patient did not seek medical attention and did not take any medication. The patient was advised to not use the unit until speaking with her doctor. The patient will speak to the doctor. The patient contacted customer service and stated that she did not speak with her doctor, states she has left a message for him to call her back. The patient stated she will try calling again. The patient stated that she does not think the pain is from the device, she thinks it is from the surgery. The patient will try using the unit again and was advised to take the timed test. She will call back if there are any issues. The patient stated that the first week she had no pain. On the second week, the patient felt a sharp pressure pain on the back. She stopped using the stimulator for one week. The pain did not go away for about 3 days. The patient feels a pressure when using the stimulator. The patient stated that she also had the pain while not using the spak. The pain is from the waist to her buttocks. The pain is below the skin. The patient feels pain to the touch on her bottom. The pressure is at the waist. The pain level is a 10. The patient has not increased her daily activities. The patient is not doing therapy at this time. The patient has called the doctor's office. She has not been able to get in touch with him. The patient took aleve and stated that she has more pain while she is sitting whether she is using the unit or not. The patient started using the spinalpak yesterday. The patient wore the spinal for 3 hours took it off when she started feeling pressure. The pressure did not go away. She put it on today for 4 hours. The patient will call back with an update after she speaks to the doctor. No product was returned for evaluation.

Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is experiencing lower back pain while wearing the spak device. The patient went on to state that the first was ok and after that she had pain in her lower back. The pain is about a level 6 or 7 out of ten. The patient did not increase her daily activities. The patient did not seek medical attention and did not take any medication. The patient was advised to not use the unit until speaking with her doctor. The patient will speak to the doctor. The patient contacted customer service and stated that she did not speak with her doctor, states she has left a message for him to call her back. The patient stated she will try calling again. The patient stated that she does not think the pain is from the device, she thinks it is from the surgery. The patient will try using the unit again and was advised to take the timed test. She will call back if there are any issues. The patient stated that the first week she had no pain. On the second week, the patient felt a sharp pressure pain on the back. She stopped using the stimulator for one week. The pain did not go away for about 3 days. The patient feels a pressure when using the stimulator. The patient stated that she also had the pain while not using the spak. The pain is from the waist to her buttocks. The pain is below the skin. The patient feels pain to the touch on her bottom. The pressure is at the waist. The pain level is a 10. The patient has not increased her daily activities. The patient is not doing therapy at this time. The patient has called the doctor's office. She has not been able to get in touch with him. The patient took aleve and stated that she has more pain while she is sitting whether she is using the unit or not. The patient started using the spinalpak yesterday. The patient wore the spinal for 3 hours took it off when she started feeling pressure. The pressure did not go away. She put it on today for 4 hours. The patient will call back with an update after she speaks to the doctor.